Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reporter that the patient experienced discomfort with the reprogramming that took place.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance and p-wave undersensing. A lead replacement was attempted, but unsuccessful due to occlusion. It was noted that the patient was having symptoms of pacer syndrome. The ra lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.